Manufacturer narrative:
Customer: unknown. Complainant facility/organization name: (B)(6) general hospital entity ID: (B)(6). Street: (B)(6). Country: jp. (B)(6). Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zebd-7-10 device of lot number c1572364 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 04th april 2019. A kink was observed at the 02nd porthole on the tapered end of the stent. Document review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-10 of lot number c1572364 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1572364. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0045-6). However, the IFU states the following: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ the japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force as the stent was straightened with the straightener. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
There is a kink in the pigtail of the stent and it caused the difficulty in advancing it over a wire guide. Another stent was used instead for the procedure. [Description of event was revised by the rep as below on 28/mar/2019]: the user straightened the pig tail using the straightener but it kinked. He checked if it still could advance over a wire guide (olympus' visiglide2 / size unknown) but the wire guide would not pass the kinked part. Another stent was used instead for the procedure. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.